Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to user error, due to improper engagement and/or over-rotation of the handle, which may prevent the threads from properly seating and maintaining tightening force, resulting in the handle unscrewing rather than tightening as intended.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-dec-2025, it was reported by a facility representative via (B)(4) that an ar-1600m 3-point shoulder distraction system handle that turns clockwise to turn it did not hold in place. It unscrewed further but would not tighten up. This was discovered during the case with no patient harm.